Manufacturer narrative:
(B)(4). Review of lot f1800501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician inserted a 6f/7f mynxgrip vascular closure device (vcd), inflated the balloon, pulled back to the tip of the sheath, followed by the arteriotomy, opened side arm of sheath then attempted to deploy the sealant. At this point the physician was unable to shuttle down after attempting several times, the vcd balloon was deflated and the vcd was removed from the patient. The sealant was stuck to device components, storing temperature was within normal limits. The vcd was being used in conjunction with a 7f procedural sheath introducer for right femoral arterial closure following an interventional coronary procedure. The patient is not obese. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx grip was prepped correctly according to the IFU. Resistance was felt "just" after an attempt was made to shuttle down and never made it through the sheath. The sheath was not kinked. Manual pressure was held for less than 30 minutes to achieve hemostasis. The patient was not hospitalized as a result of event. The patient was noted to have recovered with no problems noted.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician inserted a 6f/7f mynxgrip vascular closure device (vcd), inflated the balloon, pulled back to the tip of the sheath followed by the arteriotomy, opened the side arm of the sheath then attempted to deploy the sealant. At this point, the physician was unable to shuttle down after attempting several times. The vcd balloon was deflated and the vcd was removed from the patient. The sealant was stuck to device components. The storing temperature was within normal limits. The vcd was being used in conjunction with a 7f procedural sheath introducer for right femoral arterial closure following an interventional coronary procedure. The patient is not obese. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx grip was prepped correctly according to the instructions for use (IFU). Resistance was felt "just" after an attempt was made to shuttle down and never made it through the sheath. The sheath was not kinked. Manual pressure was held for less than 30 minutes to achieve hemostasis. The patient was not hospitalized as a result of event. The patient was noted to have recovered with no problems noted. The product was not returned for analysis. Review of lot f1800501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), remove device step instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Furthermore, the IFU states the maximum temperature should not exceed 25°c. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.